Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and blurred vision. Lens was explanted. Cause of event was not reported. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
B5 - patient experienced excessive vault. H3: device evaluation - lens was returned in vial in liquid with residue/debris on product. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specification. Secondary surgical intervention to remove/replace/reposition the lens. Claim# (B)(4).